Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) reported to the emergency department due to receiving inappropriate shock therapy. Troubleshooting shooting was performed and there was evidence of myopotential oversensing. The patient noted that the device migrated slightly toward the shoulder. The plan is to re-position the device. It was noted that the patient was hospitalized. At this time, the electrode remains in service. No additional adverse patient effects were reported.